Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. A depuy france supplier states the DHR analysis of batch 5038231 shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised to address the glenosphere broke causing disassociation.